Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported that a patient in cardiogenic shock from an acute myocardial infarction implanted with an impella cp device for mechanical circulatory support experienced limb ischemia and access site bleeding requiring a surgical cutdown and massive blood transfusion. The patient would later expire, but prior the patient was escalated to an impella 5.5 with continued complication. The patient arrived at the hospital via life flight and was intubated. Patient with st-segment elevation myocardial infarction to the catheterization lab for intervention coding multiple times in route and on arrival. The impella cp was placed via the right femoral artery. Left ventricle access was challenging due to moderate to severe aortic stenosis. After multiple attempts, the physician was finally able to cross the aortic valve into the left ventricle. The impella cp was inserted without an issue. Flows 3.7l, mean arterial pressure was 66 on epinephrine and levophed. Multiple blood products were infused at this time due to patient hemoglobin of 4.9 at the start of the case. Two stents were implanted to the left anterior descending artery. Post percutaneous coronary intervention, the 14f x 13 cm peel-away sheath introducer was removed and repositioning sheath placed. Digital subtraction angiography was checked to assess for right lower extremity flow; occlusion noted. Fem-fem antegrade sheaths were placed and perfusion restored. A large hematoma was noted and profound bleeding around the repositioning sheath occurred. Decision made to explant the impella cp in catheterization lab with vascular surgery at lab table for possible dry closure for right common femoral artery (rcfa). The decision was made to take the patient to the operating room for a surgical cut down to rcfa. The patient's hemoglobin was 4.9 on arrival and other bleeding sources were questioned. No further scans were completed prior to arriving in the cath lab. The patient received multiple units of pack red blood cells, fresh frozen plasma and cryoprecipitate were given. It was noted no issues or resistance were noted during insertion nor during the case; patient's hemodynamics improved with the impella cp. However, the patient was in critical condition. The following day, the patient was placed on an impella 5.5. During the procedure the left ventricle access was obtained and the 0.018 guidewire placed. The impella 5.5 was placed in left ventricle and initially was caught up on the mitral valve. It was maneuvered under echo guidance and ultimately was 4.63 cm in the central left ventricle. The device was noted to be working well. Additional lines were placed at the end of the case which caused several episodes of ventricular tachycardia which required shock. Once the swan was placed, the patient went systolic. A transvenous pacing wire was placed and ultimately rhythm was restored as well as return of spontaneous circulation. Impella 5.5 flows increased back to 4.5 lpm. The patient had significant metabolic acidosis leaving the operating room which continued to be corrected. Three days later the patient would expire. Medical safety review of the event determined there is not enough evidence to exclude impella cp as an associated factor in the patient's outcome. Whether the patient recovered or not with escalation is inconsequential because the patient was very sick and experienced "profound" bleeding as a result of the impella cp requiring multiple blood products, and the demised outcome cannot be excluded from impella cp even long term.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two device manufacturing reports associated with this event. Refer to manufacturing report number 1220648-2025-26084 for the impella 5.5 device report. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).